Event description:
Probable back check valve failure. Customer reported that zosyn 4.5grams/100 ml was hung at 2128 to infuse at 200ml/h for a duration of 30 minutes. Customer stated that the nurse "reconciled the drip and it appeared to march the rate set on the pump... He came back around 2135 and noted around about 2/3 of the secondary gone and appeared to be pouring in." There was no pt harm or medical intervention required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: june 18, 2014. (B)(4). No devices received, log review only. The set has been discarded and will not be returned for eval. Customer has requested a review of the device event logs to confirm that infusions were programmed as intended, although she is aware that a check valve failure cannot be determined through log review. The device logs have been received and the eval is pending. A follow up report will be submitted with log review results once the eval is completed.